Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. Therefore, the pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder presented wear at folds in the middle, proximal, and distal portions of the cylinder body. The wear at the distal end caused a hole in the outer tube and a fluid leak was identified. The pump did not pass the activation testing and the tubing was cut down to the pump block. There was no tubing returned for analysis. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. Therefore, the pump and right cylinder were explanted and replaced. No patient complications were reported.